Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this patient was recently admitted to the hospital with a heart rate in the 30's. The patient had been seen for bradycardia and it was noted that the device had migrated. Additionally the thresholds had risen and there was loss of capture (loc) on the right ventricular (rv) lead, as a result the device programming was changed. It was noted that the patients remaining longevity had decreased so some outputs were changed to see if longevity remaining would recover and at that time the patient passed out. A lead revision was performed. The entire system was later removed due to infection. To date, no additional adverse patient effects have been reported.